Event description:
A vns physician reported that a patient had passed away on (B)(6) 2011. The physician did not provide additional information regarding the matter. Attempts for more information have been unsuccessful to date.